Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates, and fmea, there is no indication of device failure. The c6 fracture caused by the patients fall required a new plate size to be used. Therefore, the most probable root cause is patient compliance.

Event description:
Medical designs, llc (mdllc) was contacted on 08/17/2018 and informed of a revision surgery that had taken place on (B)(6) 2018. The original surgery had taken place on (B)(6) 2018. On (B)(6) 2018, the surgeon implanted a 2 level 41 mm plate (11-1106-fd2-41) and two (2) 4.0 mm x 16 mm variable angle locking screws (11-1106-fd7-16) and four (4) 4.4 mm x 16 mm rescue screws (11-1106-fd9-16). Following the initial surgery, it was reported that the patient was noncompliant and not following post-op instructions and came back to the office with recurrent neck pain following a fall. According to x-rays the patient suffered a c6 compression fracture due to the accidental fall. Therefore, the patient underwent a revision surgery on (B)(6) 2018 to address the new fracture by replacing the existing 41 mm plate with a longer 44 mm plate. The old plate and screws were removed without any difficulty and the surgeon implanted a 2 level, 44 mm plate (11-1106-fd2-44) using four (4) 4.4 mm x 16 mm rescue screws (11-1109-fd9-16) at c4 and c6. Patient is said to be doing well following surgery.